Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst commented electrical resistance and cross continuity test results were within specifications. Guidewire insertion test result was failed due to both coils distorted/extrinsic. (B)(4).

Event description:
It was reported that after implanting the left ventricular (lv) lead and when closing the pocket, it was observed that measures were not good. While checking the lead positioning with fluoroscopy, it was noticed the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.